Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the sensor displayed readings that appeared inaccurate, decreasing from 171 mg/dl to 95 mg/dl, 72 mg/dl, and 71 mg/dl without confirmation by fingerstick blood glucose (fsbg) testing. At approximately 3:00 pm, the patient attended a physician appointment unrelated to the reported glucose readings and discussed the issue with the physician. The physician immediately performed an fsbg test, which showed 58 mg/dl, while the dexcom cgm reading was 79 mg/dl. Approximately 10 minutes later, a second fsbg test was performed and showed 50 mg/dl, while the cgm reading was 70 mg/dl. At that time, the patient reported symptoms of delayed speech, delayed facial expression, slight vision loss, hunger, and shakiness. After confirming a discrepancy between the cgm and fsbg results, the physician administered six glucose tablets (product name unknown). The patient did not call ems or go to the hospital because he was already under medical supervision at the clinic. Approximately 20 minutes after the second glucose test and following treatment with glucose tablets, the physician performed a third fsbg test, which showed 71 mg/dl. The corresponding cgm reading was 72 mg/dl. The patient reported improvement in symptoms following treatment. The patient remained at the clinic for approximately 40 minutes before returning home. No other details were reported. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.